Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a long charge time with a battery status of middle of life, at 2.71 volts. Additional information was received two months later stating the device had been explanted for suspected premature battery depletion.